Event description:
An incident occurred on an unspecified date in (B)(6) 2025 involving a primary plum set reported that registered nurse (rn) primed tubing with a heparin. A black speck appeared in the tubing chamber after priming the line. Intravenous (IV) tubing and medication bag not used on patient. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.